Event description:
It was reported that the ilet user experienced sustained hyperglycemia with a blood glucose of 339 mg/dl, which was traced to an infusion set deployed incorrectly due to the needle guard not being removed, preventing insulin delivery through the infusion set and cartridge. A supply change was performed and blood glucose returned to range. Symptoms included hyperglycemia and sleepiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an incorrectly ddeployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.